Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The health care professional (hcp) suspected lead fracture. Boston scientific technical services (ts) suggested bringing the patient for an x-ray. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) additional information was received stating this system continued to exhibit out of range pacing impedance measurements and elevated threshold measurements. A revision procedure was performed and the lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
--